Event description:
An attorney has provided the following information: a pt reports that following lasik surgery, they have experienced 'irreversible damage' to their right cornea. The pt alleges that the ophthalmic excimer laser system misfired during the surgery which caused unanticipated laser pulses in their right eye. The pt reports they suffered bodily injury and resulting pain and suffering, disability, disfigurement, and mental anguish.